Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information, or upon completion of the investigation at the manufacturing plant.

Event description:
On (B)(6) 2023, it was reported to anika that a reverse shoulder implant on an 83-year-old male patient of unknown demographics had experienced a dislocation event when the patient was getting out of bed on (B)(6) 2023. On the following morning, (B)(6) 2023, the patient reported to the or for a closed reduction procedure (non-operative reduction under anesthesia). The surgeon reported that once successfully relocated, an aggressive range of motion was performed in an attempt to replicate the dislocation. The surgeon found the joint to be stable and that there was no evidence of loosening or migration of the reverse shoulder implant. After the closed reduction procedure, the patient was placed in a sling and is scheduled to be re-examined by the surgeon for stability. The patient received the initial reverse shoulder implant on or about 1(B)(6) 2023. There was no report of any defect or appearance issues with the implant device at the time of the initial implant. On (B)(6) 2023 the surgeon reported that the patient is doing well and has begun physical therapy. This is one of two submissions for the same event due to multiple components being investigated for this event.

Event description:
On 26may2023, it was reported to anika that a reverse shoulder implant on an 83-year-old male patient of unknown demographics had experienced a dislocation event when the patient was getting out of bed on (B)(6) 2023. The following morning, on (B)(6) 2023, the patient reported to the or for a closed reduction procedure (non-operative reduction under anesthesia). The surgeon reported that once successfully relocated, an aggressive range of motion was performed in an attempt to replicate the dislocation. The surgeon found the joint to be stable and that there was no evidence of loosening or migration of the reverse shoulder implant. After the closed reduction procedure, the patient was placed in a sling and is scheduled to be re-examined by the surgeon for stability. The patient received the initial reverse shoulder implant on or about (B)(6) 2023. There was no report of any defect or appearance issues with the implant device at the time of the initial implant. On (B)(6) 2023 the surgeon reported that the patient is doing well and has begun physical therapy. This is one of two submissions for the same event due to multiple components being investigated for this event.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information, or upon completion of the investigation at the manufacturing plant. Supplemental report: additional information was not provided. A review of the batch record was performed by the manufacturer. There was no nonconformances reported in the manufacturing record. The device was manufacturered to specification. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.